Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4). The device is not returning.

Event description:
It was reported that approximately "75 seconds" into a novasure endometrial ablation on (B)(6) 2015, the "patient experienced a vasovagal [reaction]". At this point, the "staff introduced chest compressions which allowed the patient to recover a regular hear rate". The physician then performed a hysteroscope and the patient did not have any physical issues. The procedure was aborted. On (B)(6) 2015, it was reported the patient was fine and was discharged home on the same day.